Manufacturer narrative:
Weight: unknown, information not provided. Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zmb00 model intraocular lens (iol) was explanted from patient's right eye due to no near or intermediate visual acuity. Incision was enlarged to explant the lens from patient's eye but no vitrectomy or sutures were required. Additional details received states that there was no issue with the lens. Patient was unable to use the computer, see the dashboard or read a magazine without glasses prior to explant. There is no known pre-existing eye disease .patient has not lost two (2) or more lines of best spectacle corrected visual acuity (bscva). The replacement lens used is of different model zxr00. Patient is still healing and was 20/30 uncorrected distance vision (ucdv) at one (1) week post-operation. Patient/ user outcome: best corrected distance vision (bcdv) pre-any surgery 20/200, uncorrected distance vision (ucdv) post-original surgery 20/30-2. Target refractive value pre-initial implant -0.37. Target refractive value post-initial implant +0.50-0.50 x90 20/20. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 7/20/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, no cosmetic issues were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one complaint from this production order number; however, the reported issue is unrelated this reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.